Event description:
Reporter states, during the cleaning of the instrument the handle froze. Force was used by hosp personnel causing the handle to shear off. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the eval revealed the rod and knob assembly had fractured and the knob had become disassociated from the device. Further inspection revealed that the knob at the top of the handle had been impacted numerous times. A material and dimensional check indicated that the device was manufactured per spec. This event was attributed to user misuse.